Event description:
Broke off and got stuck in the injection site [needle issue]. Case description: the incident does not represent a serious public health threat. (B)(4). This case (not available to sender) from (B)(6) was reported by a consumer as "needle broken off and got stuck in the injection site", and concerns a male pt, age unk using novofine 32g 6 mm (needle) from an unk date to an unk date due to diabetes mellitus. Pt's height: not reported. Medical history: diabetes mellitus for more than 10 years. On an unk date the pt experienced that the needle broken off and got stuck in the injection site. It was left there for several days as the physician did not recognize anything on the x-ray photograph. The pt went to see his surgeon, who opened the tissue on the injection site, pointed out by the pt, found the piece of needle and removed it. The outcome was reported as "recovered".